Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient.

Event description:
Information was received regarding a trial patient. Consumer reported they had a rough night and that the antibiotics made them sick and nauseous. Patient reported their device was not working and that it keeps saying ¿looking for device¿ and then it says ¿unable to find device.¿ consumer reported they are not emptying, they were not voiding completely and then ¿has to return a few minutes to later.¿ it was also reported that the patient had to lower stimulation because it was too high and it was hurting. No further complications reported.